Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert for low impedance on the rv coil. The lead alert was turned off and a replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. If information is provided in the future, a supplemental report will be issued.